Event description:
The customer received questionable toxoplasma igg results for one patient sample when tested on a modular e module, serial number (B)(4). The initial result was 15.87 ui/ml (positive). The toxoplasma igm result was 0.890 coi (borderline). The toxoplasma igg result when tested using a competitior system, ifi igg biomerieux, was <10 ui/ml (reference range 10). The toxoplasma igm result was <40 titer (reference range 40). The toxoplasma igg result when tested using another competitor system, vidas igg biomerieux, was 0 ui/ml (reference range 4-8). The toxoplasma iga result, when tested using platelia eia biorad, was 0.3 coi (reference range 0.8-1.0). It is unknown which results were reported outside the laboratory. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation concluded the positive (B)(4) igg result was accurate. Further testing, including a neutralization (confirmatory) assay, confirmed the (B)(4) igg results. Since the (B)(4) result was confirmed by the investigation, medical risk due to the (B)(4) result seems unlikely.